Manufacturer narrative:
H10: the device was received for evaluation. The coupler rings and the jaw assembly were returned, free floating, in the inner coupler tray. Visual inspection revealed slight damage to the coupler ring that is consistent with the coupler ring being manipulated with a microsurgical instrument. A slight misalignment was visible to the approximated rings. The reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3.0mm coupler came off at the cartridge. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.